Event description:
It is reported that the device was implanted in 2006. X-rays two months later, showed the glenosphere was at an angle and that the pt's bone was fractured below the stem. No revision has occurred or has been planned. Pt has no pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.